Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, following insertion of the sheath, but prior to catheter and needle insertion, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted but the issue remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.